Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 2032227-2015-10392 for insulin pump report.

Event description:
We have been notified by a law firm that on (B)(6) 2013 the customer has passed away in an automobile crash. The analysis of the insulin pump, reservoir, and infusion set have been requested. No further information is available at this time.